Event description:
As reported by the study, ongoing angina led to repeat percutaneous coronary intervention (pci) nine months after the index procedure and a 2.5x13mm cypher was deployed in the 1st diagonal, ostial to the mid lad stent (3.0x33) that was deployed during the index procedure. This event was considered related to the 3.0x33mm cypher and to the index pci. Angiography also revealed 0% stenosis of the target vessel. As a standard of care, the pt stayed overnight in the hospital and was discharged home on the following day. This pt presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for treatment was stable angina pectoris. Pre-procedure medications included ticlopidine 500mg, statins, ace inhibitors and beta-blockers. Intra-procedure medications included ticlopidine and unfractionated heparin. Pre-procedure ck cardiac enzymes were within normal limits. Ck-mb and troponin were not done. Pci was performed on a 70% de novo lesion in the mid to proximal left anterior descending artery (lad) of 15mm in length in a 2.5mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. Two overlapping stents were deployed by direct stenting. First a 3.0x13mm cypher select plus stent was deployed at 16 atmospheres (atm) with satisfactory results. Post-dilatation was conducted with a 3.5x15mm balloon at 15 atm because the stent was not fully expanded. Then a 3.0x33mm cypher select plus stent was electively deployed at 20 atm with satisfactory results. Post-dilatation was conducted with a 3.5x15mm balloon at 18 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. Intra-vascular ultrasound (ivus) was not used. Following the procedure, the pt developed itchiness with a rash on the back and upper thighs. It was treated with a benadryl IV. Post-procedure ck was within normal limits. Post-procedure medications included permanent ticlopidine, statins, ace inhibitors and beta-blockers. During the 1-month follow-up contact the pt had angina pectoris. The pt was having exertional angina and had headaches when taking nitroglycerin. Ongoing medications included clopidogrel, ticlopidine, statins and beta-blockers. Pt was planning to see the physician the following month. Due to allergy to aspirin, the pt was discharged home on plavix and ticlopidine. During the 6-month follow-up interval, the pt had angina pectoris. Ongoing medications included ticlopidine, statins and beta-blockers. (Of note, it was indicated that clopidogrel was never taken due to doctor's order that contradicts the previous follow-up and is consistent with the discharge medication regimen.)

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. A female from the clinical study experienced restenosis post cypher stent implantation. Pas medical history includes previous pci with angiographically confirmed stent thrombosis of an unk stent, family history of coronary artery disease, hypertension, hyperlipidemia, allergy/hypersensitivity to aspirin. Plavix-rash/dye and an unspecified tumor. This pt's history puts her at increased risk for mace. The primary indication for treatment was stable angina pectoris. Pci was performed on a 70% de novo lesion in the mid to proximal left anterior descending artery (lad) of 15mm in length in a 2.5mm vessel diameter. The type c eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. The acc defines this type of lesion (type c = example: total occlusion greater than 3 months old and/or bridging collaterals) as a high-risk lesion with less than 60% success rate of treatment. Two overlapping stents were deployed by direct stenting. First a 3.0x13mm cypher select plus stent was deployed at 16 atmospheres (atm) with satisfactory results. Post-dilatation was conducted because the stent was not fully expanded. Then a 3.0x33mm cypher select plus stent was electively deployed at 20 atm with satisfactory results. The rated burst pressure indicated in the IFU is 16 atmospheres. Post-dilatation was conducted because the stent was not fully expanded. The residual diameter stenosis measured 0%. Following the procedure, the pt developed itchiness with a rash on the back and upper thighs. It was treated with a benadryl IV. Post-procedure ck was within normal limits. Post-procedure medications included permanent ticlopidine, statins, ace inhibitors and beta-blockers. During the 1-month follow-up contact the pt had angina pectoris. The pt reported exertional angina. Ongoing medications included clopidogrel, ticlopidine, statins and beta-blockers. During the 6-month follow-up interval, the pt experienced angina pectoris. Ongoing medications included ticlopidine, statins and beta-blockers. This persistent angina led to re pci nine months after the index procedure and a 2.5x13mm cypher was deployed in the 1st diagonal, ostial to the 3.0x33mm cypher previously implanted in the mid lad. The pt was discharged the following day in stable condition. The products remain implanted in the pt and are thus not available for eval. A device history record review as performed and showed that these lots of products met all requirements per the applicable mfg quality plan. Info collection has been performed on the aggregated DHR review report for epidemiology and reporting revision. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Pts who are known to be at high-risk for restenosis included thos with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the info provided suggests that there are possible pt, vessel and procedural factors that may contribute to this event.